Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of pr (B)(4); however, the customer provided lot number was incorrect. The feedback provided by the customer states that, "blood seepage was observed at the connector interface. Inspection revealed a crack at the interface of the transparent needle-free connector." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number provided was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, in ward m6, a nurse was administering an intravenous infusion to a patient. During the infusion, a brand new transparent needleless connector was used to connect the PICC line. Blood was found to be seeping out at the connector interface. Upon inspection, it was found that the transparent needleless connector interface had a crack and could not be used. The new transparent needleless connector was immediately replaced, and there was no bleeding, so it could be used normally.